Event description:
It was reported while using bd bbl¿ dmaca indole reagent dropper, the bottle broke, causing a cut and exposing the user to the reagent. There was no report of adverse impact or medical intervention.

Manufacturer narrative:
The manufacturing location for this product is rr donnelley. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. D2. Common device name: discs, strips and reagents, microorganism differentiation e1. (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for a broken ampule was observed. A small glass shard was visible poking through the plastic container and product label. The contents of the ampule appear to have leaked onto the label around the glass shard. Additionally, retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of broken glass ampule. A root cause was unable to be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd bbl¿ dmaca indole reagent dropper, the bottle broke, causing a cut and exposing the user to the reagent. There was no report of adverse impact or medical intervention.